Event description:
The technician alleged the brakes do not hold at the foot end of the bed. No pt impact.

Manufacturer narrative:
The technician installed new brake casters on the foot end of the bed to resolve the issue.